Event description:
It was reported that the patient's blood pressure dropped post-procedure. The device was interrogated with appropriate capture and functionality. The patient had a small effusion post-procedure, requiring pericardiocentesis and a drain. Subsequently, the left ventricular (lv) was found to have dislodged after the effusion was reduced via a review of x-ray. It was also noted that the right ventricular (rv) had lost its slack. It was unknown which or if any of the leads contributed to the effusion and a probable cardiac perforation. The lv lead was explanted and replaced, and slack was added to the rv lead. The patient was stable throughout.

Manufacturer narrative:
The lead was returned due to probable cardiac perforation and dislodgement. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies. The s-curve height was measured within specification.